Event description:
It was reported that this left ventricular (lv) lead with the cardiac resynchronization therapy defibrillator (crt-d) was exhibiting rising pacing impedances that remained within normal limits and higher capture thresholds. Technical services (ts) also noted possible loss of capture (loc). Ts discussed possible premature ventricular contraction (pvc) and intermittent morphology that fell outside blanking. This lv lead remains in service. No adverse patient effects were reported.